Manufacturer narrative:
The device was not available for evaluation. A device history record (DHR) review showed no evidence that a product defect or non-conformity contributed to the reported issue. The device met all the criteria called for in the production router. "Lost osseointegration" is a common complaint in regards to implant failure. This occurs when the patient's bone does not integrate with the implant surface. The possible responses to this complaint could be attributed to various causes mentioned below. Although the root cause for lost osseointegration is inconclusive and specific to each case, probable causes could be the loss of primary stability at the osteotomy site due to insufficient bone or poor bone quality; either the bone was too soft or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Premature loading, patient's health, peri-implantitis, smoking, and lack of oral hygiene may also be contributing factors to the lack of osseointegration. This complaint will be kept on record for track and trending purposes.

Manufacturer narrative:
The device has not yet been returned. An investigation will be conducted once the device has been returned and a supplemental report will be submitted. (B)(6).

Event description:
It was reported that an inclusive tapered implant 3.2 mmd x 13 mml x 3.0 mmp had loss of osseointegration. The patient's bone was "weak", the patient was bone grafted. There was no pain of site infection reported. The patient was reported to be fine. The implant was placed into tooth # 22 (universal) on (B)(6) 2018 and was explanted on (B)(6) 2019. The implant site has type ii bone quality. The patient has no relevant medical or dental pre-existing condition. There was no abnormality observed with the implant itself.